Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: the black box begins on (B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event on (B)(6) 2015 have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging currently being in the hospital. No other information was provided. Animas attempted to follow up with the reporter but has been unsuccessful at this time. This report is made based on the allegation that the patient was hospitalized and the pump cannot be ruled out as a possible contributor to the event.